Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that, on 2017-07-18, the buttock abscess was incised and drained of 15 ml of pus. A swab was taken for a culture and the wound was flushed with betadine and packed. The patient was scheduled for wound care. The abscess was superficial and away from the device. The device was not removed and no imaging was done.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an abscess around the sacral area. It was noted that this occurred ¿about a week ago,¿ around (B)(6) 2017, and that the patient would be getting imaging done. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.